Event description:
It was reported that the insulin gauge on the pump displayed an amount different than expected, specifically showing 0 units, which was not as anticipated. There was no adverse impact on the customer¿s blood glucose level, as it was confirmed not to exceed 500 mg/dl (27.7 mmol/l). The caller completed the necessary steps to remove air from the cartridge and used room temperature insulin but declined to load a new cartridge, opting to continue using the current one while planning to follow up if necessary.